Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. The device remains implanted and is not available for evaluation. Please note that the contact in section e is not a medical professional but a more accurate choice is not available. It was reported that a patient was treated with an optease vena cava filter which subsequently malfunctioned and caused tilt, embedded within the wall of the inferior vena cava (ivc), and perforation of all filter struts beyond the wall of the ivc with multiple struts perforating into surrounding organ/tissue. The patient reported becoming aware of perforation outside the ivc and into organs, tilt and embedded approximately fourteen years and five months post implant. The patient also indicated that an unsuccessful percutaneous removal attempt was also performed approximately three months post implant. According to the medical records the indication for the filter implant was prophylactically for a planned gastric bypass surgery due to morbid obesity and high risk for deep vein thrombosis and pulmonary embolism. The filter was placed via the left common femoral vein and deployed without difficulty at the level of l2, after the right renal vein was visualized at the lower border of l1. The left renal vein could not be visualized. The patient tolerated the procedure well. Approximately thirteen years post implant a computed tomography scan of the abdomen was performed, those images were submitted to additional review approximately eighteen months after the scan was performed. Results of that image review noted that the filter is tilted anteriorly at the superior end and it was embedded within the ivc wall. The ivc filter was also tilted posteriorly at the inferior end and it was embedded within the ivc wall. Four (4) struts of the ivc filter perforated the ivc up to 8mm. One (1) anterior strut perforated the ivc wall 4mm and resided within the soft tissues. One (1) medial strut perforated the ivc wall 6mm and contacts the aorta. One (1) posterior strut perforated the ivc wall 6mm and contacts the l3 vertebral body. One (1) lateral strut perforated the ivc wall 8mm and resides within the soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with an optease vena cava filter which subsequently malfunctioned and caused injury, damage, including, but not limited to tilt, embedded within the wall of the ivc, and perforation of all filter struts beyond the wall of the ivc with multiple struts perforating into surrounding organ/tissue. As a direct and proximate result of these malfunctions, the suffered life-threatening injuries and damages, which required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, and suffering. And other damages. A patient profile form (ppf) received also indicated an unsuccessful filter removal attempt was made approximately 3 months after filter placement. Additional information was received from the implant medical records noted the patient was morbidly obese and was scheduled for a planned gastric bypass surgery. The filter was prophylactically placed because the patient was at high risk for deep vein thrombosis (dvt) and pulmonary embolus. The optease filter was deployed in the lower aspect of the l2 vertebral body. Additional medical records received indicate image reviews from 13 years later. The superior end of the cordis optease retrievable ivc filter was at the l2-3 interspace. The ivc filter was tilted anteriorly at the superior end and it was embedded within the ivc wall. The ivc filter was also tilted posteriorly at the inferior end and it was embedded within the ivc wall. Four (4) struts of the ivc filter perforated the ivc up to 8mm. One (1) anterior strut perforated the ivc wall 4mm and resided within the soft tissues. One (1) medial strut perforated the ivc wall 6mm and contacts the aorta. One (1) posterior strut perforated the ivc wall 6mm and contacts the l3 vertebral body. One (1) lateral strut perforated the ivc wall 8mm and resides within the soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study.